Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left superficial femoral artery (sfa). The 6.0x150mm supera self expanding stent system (sess) was advanced to the target lesion however during deployment difficulty was met as the thumbslide stopped moving therefore both locks were unlocked and the sess was pulled back to completely deploy the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. Potential causes for resistance/issues with the thumbslide and difficulty deploying the stent include, but are not limited to, manufacturing, anatomical conditions; deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens/ratchet), or inadequate pre-dilatation of the stricture. It is possible that the distal sheath of the delivery system was entrapped or bent in the heavily calcified lesion such that the ratchet was unable to properly engage the stent resulting in difficulty advancing the thumbslide and deployment difficulty. However, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.